Event description:
Reference number (B)(4) event occurred in egypt. It was reported that patient has high blood glucose event on (B)(6) 2026.the blood glucose level was 340mg/dl.the event lasted for 3-4 hours and got treated with using the insulin pump. No further information available.